Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd determined that the root cause of the indicated failure mode was attributed to 2 areas, injection and assembly. For injection, lack of effective collar and chutes directing the components straight on conveyor transport makes component able to fall down during releasing from mold after injection, and hit the dirt surfaces. Leaking coolant from the mold cooling system and of oil stains surface of parts of the machine that have contact with the components. After carrying out the service of the machine, dirt was not removed from the machine area. Components are then stained from the dirty machine parts. Also, there were dirty cassettes on assembly machines. Dirt coming from laser station where the lot number is burnt by the laser. The process of burning the lot number by laser generate the dust which sediment on the cassettes. The dust was not removed because of unsealed system of dust drain. The cassettes were imprecisely cleaned. Currently existing system of cleaning the cassettes with dry ice is not sufficient. This project is also a part of internal corrective actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: the outer packaging of the product was intact, but the puncture needle inside was found to be contaminated